Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. There was no impact to the customer's blood glucose level. Reportedly, the pump supplies were changed to resolve the issue and insulin delivery was resumed.